Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, while advancing the 5f mynx control vascular closure device (vcd) through the 5f non-cordis sheath, the user encountered resistance. They attempted to address the issue by retracting the delivery shaft slightly and the attempting to advance it again. However, resistance persisted. Eventually, the user decided to remove the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: the sealant of a 5f mynx control was found fully exposed from the sealant sleeves due to the it was observed to have been severely frayed/split/torn outward as received. Additionally, a longitudinal tear in the balloon was observed.

Manufacturer narrative:
Complaint conclusion: as reported, while advancing the 5f mynx control vascular closure device (vcd) through the 5f non-cordis sheath, the user encountered resistance. They attempted to address the issue by retracting the delivery shaft slightly and then attempting to advance it again. However, resistance persisted. Eventually, the user decided to remove the device. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The 5f non-cordis sheath was not kinked/bent upon removal. There was no visible bend/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed opened, and the balloon was found to be not fully deflated. Additionally, sealant was found fully exposed from the sealant sleeves, which were observed to have been severely frayed/split/torn outward as received. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the severely frayed/split/torn outward sealant sleeve assembly condition noted. Since the involved procedural sheath was not returned for analysis, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. In addition, an inflation/deflation test was performed on the balloon of the returned device since it was observed that the balloon was not fully deflated during visual analysis, and a leak was found during this evaluation. Per microscopic analysis, visual inspection at high magnification showed that the sealant was fully exposed from the sealant sleeves due to the severely frayed/split/torn outward condition noted as received, and a longitudinal tear in the balloon was observed. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the severely frayed/split/torn sealant sleeves condition observed. Additionally, conditions were noted in the returned device of ¿balloon-balloon loss of pressure¿ due to the longitudinal tear found on the balloon, and ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the condition of the sealant sleeves noted. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (although it was reported that excess force was not applied during insertion), and/or the condition of the sheath (although it was reported that there were no kinks/bends upon removal) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. Regarding the longitudinal tear found in the balloon, access site vessel characteristics (although reported to have no presence of calcium within the vicinity of the puncture site) and/or concomitant device factors may have contributed to the tear found on the balloon since this type of damage can occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.